Event description:
The manufacturer received information alleging a ventilator stopped working and the log was unable to be downloaded. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's system board with daughter board kit was replaced to address the issue. Additionally, the unit operated normally and ran for two hours and passed performance testing. The faulty system board with daughter board kit has been scrapped.